Event description:
Reference number (B)(4). Event occurred in the united states. On 10-september-2024, it was reported that the patient forgetting to take off needle guard and needle not going in all the way. The blood glucose was reported 600 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.